Event description:
Found piece of plastic embedded under electrode of electrophysiology catheter, after being removed from pt. Rptr studied numerous catheters under microscope and was able to duplicate problem, including new catheter out of MFR's package. Sent MFR notice of problem. Rptr tried to recreate the situation under the microscope by inserting a 6 fr woven dacron catheter into different size sheath introducers. Six fr and 7 fr sheaths were used. Each sheath was flushed with 3 ml of distilled water before being placed under the microscope. Care was taken not to touch or deform the distal opening of the sheath. A catheter, visually absent of debris under microscopy was then inserted into the sheath unitl all electrodes had exited the distal sheath opening. The catheter was then inspected on all sides to see if debris had been taken from the sheath. When withdrawing the catheter from the sheath the electrodes caught on the end of the sheath and either folded or tore back the tip of the sheath into the internal diameter. Findings: 1) white plastic was found on 8 catheters, some after the first insertion, some after it was removed, and some after the second insertion. 2) green plastic from the sheath hemostasis valve was found on 3 catheters. 3) eight sheath tips were severely deformed from the removal of catheters. 4) one catheter which created debris was new and tested after being taken from the factory packaging. 5) damage to sheath tips occurred in 7 fr as well as 6 fr sheaths. The curve on the catheter tip created a lateral force which allows the raised electrode to catch the tip. (*)